Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis (pd) therapy. The caregiver stated that the second bag was connected to the drain sample port. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that they made a mistake and connected a bag to the drain sample port. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user which lines are meant to be connected and to what and explains that the lines with the white clamps are for additional solution bags. The guide also has a section on the proper use of the sample port. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.